Manufacturer narrative:
Product event: (B)(6). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-operative visit, after a total mastectomy procedure, a burn was reported near the incision site. It is unknown the degree of the burn or if any interventions were needed. It was also reported 11 days after the procedure the patient developed wound necrosis at the surgical site. 18 days post-operative the necrosis appeared more severe and the patient went back into the operating room to remove the necrotic tissue. No further patient information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.